Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection, clear passage testing and pressure testing were performed. The device passed all testing and no malfunctions or abnormalities were identified during the evaluation of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inter-link extension t-connector set had air observed in the line. The set was being used for therapeutic plasma exchange and used with a non-baxter catheter and pump. The reporter stated that prior to connecting the patient an unknown syringe was attached to the luer lock and aspirated, and no air was noted at that time. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.